Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes the right ventricular (rv) lead was also displaced into the right atrium (ra) during the initial attempts at implant.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead's helix became stuck during attempts at fixation. Although the rv lead was eventually partially screwed in, pacing thresholds remained suboptimal. Subsequent attempts failed as the helix could not be properly deployed or retracted. The rv lead remained stuck. The rv lead was replaced successfully with acceptable parameters on the replacement lead. The patient was stable.